Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI earlier that morning. The pump was first checked around 10:35 am which was right after the patient left the MRI. The pump was checked two more times after that spanning about 3 hours and there was still no recovery noted in the logs. The patient was feeling fine and they had not heard the pump alarming. It was noted that the pump was interrogated again and the motor stall recovery showed with a time stamp of 9:49am. It was noted that the time might be off because the patient did not have the MRI until 10am. The pump was read at 10:35am, again at 11:35am, and then around 2pm with no recovery logged in the event logs until the most recent interrogation. The original motor stall time stamp was 9:12am. The device system was used to deliver sufentanil and hydromorphone. It was later reported that the patient did not have any symptoms. She had an MRI on the morning of (B)(6). The pump was interrogated about 10 mins after the MRI and it showed a motor stall in the pump logs at 9:15 am. The patient wanted to continue to interrogate the pump throughout the day until a recovery was seen in the logs. The pump was interrogated again about one hour after the MRI and no recovery was shown. It was interrogated again about 4 hours after the MRI and still no recovery. One more interrogation was performed and at that time the logs showed a recovery at 9:46am. That was the first time the recovery was shown. The patient was satisfied and was still not showing any symptoms. The patient was doing well and went home.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(6).